Manufacturer narrative:
The issue was confirmed upon visual inspection of the returned device. The securing mechanism is fractured. The instrument was tested and confirmed not to remain locked, therefore is no longer functional. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history was reviewed and no previous complaints for this lot were found. Based on provided information the device damage occurred most likely during cleaning, sterilization, handling after the surgery or after the cleaning, however a definite cause cannot be determined as it is unknown when the damage occurred.

Event description:
It was reported that outside of the or the locking mechanism of a dynatran zero profile plate holder was broken. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that outside of the or the locking mechanism of a dynatran zero profile plate holder was broken. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.